Manufacturer narrative:
This event was recorded by zimmer biomet under (B)(4). Review of the device history record for 00515047501, lot number 63476249, identified no relevant deviations or anomalies. The returned product had particulate in the packaging. Zpc 8.400, section 8.3 8.4 final qa inspection and particulate inspection is a visual comparison inspection of the size of the particle against a dirt estimation chart using the tappi (t213 and t437) test methods. These inspection steps define the following parameters for particulate inspection: visually examine the package without opening. Inspect at a distance of 12 to 18 inches. Inspect each pouch for up to 10 seconds. Zimmer biomet inspection procedure packaging materials inspection as it pertains to sterile non-implantable devices and packaging materials defines that if the particulate is embedded then a total of two particles whose individual areas do not exceed 0.60 sq. Mm in size are acceptable. The sample size per department sampling plan, dictates that the sampling size for qa inspection for this product must be at least 19. Based on the attached pictures, the particulate identified does not meet acceptance criteria and is therefore nonconforming. However, the unit returned was opened upon receipt so it is unknown when the particulate was present. This complaint cannot be confirmed. The root cause of the reported event could not be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
UDI #: (B)(4). This event was recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during preparation for surgery, it was found that there were some foreign substances on the battery pack. These were unopened products but there was an alternate device used to complete the surgery and there was no delay in procedure. No adverse events have been reported as a result of the malfunction.